Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported the inner cannula detached from the outer cannula. The pt was re cannulated but not immediately. The date of the recannulation is unk.